Manufacturer narrative:
B3: event date was asked and it was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they cannot get the I mplantable neurostimulator (ins) to charge and the device has gotten worse every time they use 'it'. Pt stated the base of the paddle gets hot before they can charge the ins and today the ins won't charge at all. When asked for event date, pt said the issue has been going on several months. Pt said their device was very old and their rep told them to get in touch with patient services. Agent sent a request to replace the recharger telemetry module (rtm). When asked for healthcare provider (hcp) information, pt they don't know if their hcp is still practicing or not. Agent reviewed sending the physician listing.